Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the onetouch verio iq meter was reading control solution inaccurately. The patient reported obtaining control solution readings of "145 and 80mg/dl." This complaint was classified according to the customer care advocate (cca) documentation. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. The test strips and control solution have been returned to lfs and evaluated by product analysis on (B)(4) with the following findings: the control solution passed all testing with no faults found. The complaint was not confirmed. However, the test strips were found to be reading control solution high. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was reading control solution inaccurately. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the test strips and control solution have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the control solution passed all testing with no faults found. The complaint was not confirmed. However, the test strips were found to be reading control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.